Event description:
It was reported that this was venous closure of the left common femoral vein using a prostyle device using the pre-close technique prior to an ablation interventional procedure. Reportedly, after successful deployment (step 3), when attempting to retrieve the suture (suture harvesting) at step 4. The condition of the knot is unknown. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a large-bore and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.